Event description:
It was reported that the patient's blood glucose level reached 18 mmol/l (324 mg/dl) and that the pod had to be removed due to an hazard alarm. The pod was worn between 5 and 24 hours on the back. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The returned device was evaluated and the unexposed portion of the soft cannula was found to be torn and leaking, which caused corrosion on several internal components, low battery voltages and prevented the recovery of device data. Without the data, it could not be determined if the device generated an alarm or if the internally torn cannula contributed to the reported event. Inspection of the bottom housing found excessive flash in the bottom housing window. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.